Event description:
According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Exemption number: (B)(4). Covidien is submitting this report on behalf of (B)(4)., (importer).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient alleged injury. Reason for mesh implantation: pelvic support problems, especially rectocele and enterocele, and stress urinary incontinence. Anesthesia type: general anesthesia procedure (s) performed: posterior repair with pelvitex graft and sacrocolpopexy, transobturator tape urethral sling and cystoscopy concomitant therapy: obtryx complications post pelvitex placement: (B)(6) 2006 ¿ in-office excision of stitch/mesh: excised small stitch/mesh ¿ treated with silver nitrate. Had strong odor vaginally, discharge (B)(6) 2007- (B)(6) 2007 - leaking ¿ more than prior to surgery, little leaks with sneeze, nocturia, urgency incontinence - urodynamics on (B)(6) 2007 shows hypermobile urethra, leaks with provocation with small capacity, bleeding intermittently in the rectum and vagina. On (B)(6) 2007 ¿ stress urinary incontinence, 2-3 small polypoid structures just below the urethra on the vaginal mucosa, some granulation tissue vaginal polyps noted just below the urethra. Vaginal polys noted just below the urethra, laxity of the urethrovesical junction, vaginal bleeding secondary to the vaginal polyps or granulation tissue. Additional implant surgery (obtryx) details: (B)(6) 2007 - underwent removal of granulation tissue in the vagina, transobturator tape urethral sling and cystoscopy for stress urinary incontinence, vaginal bleeding, transobturator tape urethral sling and cystoscopy under general laryngeal mask airway complications post additional implant surgery: 2007 - leaks when gets in bed and put leg up ¿ slight occasionally - on (B)(6) 2007 granulation tissue treated with silver nitrate. Gush while sitting in chair, spotting, premarin ¿ irritates her and mild discomfort. 2008 ¿ sui, di, still leaks, has urgency, frequency - try different for overactive bladder, vesicare 2 weeks, sanctura for 2 weeks and enablex for 2 weeks. Refilled for enablex, estradiol and detrol

Manufacturer narrative:
(B)(4).